Event description:
Notes from discharge summary: "the patient was known to have a failed left total hip arthroplasty, acetabular component. On bone scan, the component was loose and she was having significant amount of pain. She was admitted to the hospital in fall 2009, when she underwent a left hip revision, acetabular component. She tolerated the procedure well and was returned to recovery room in stable condition." On postoperative day #3, the patient was discharged to an extended care facility for rehabilitation.